Manufacturer narrative:
.

Event description:
The report stated that during use, the ligasure handpiece was activated and an end tone was heard indicating the sealing cycle was complete. The surgeon then cut the tissue and bleeding occurred. The surgeon tried several times, but the same event occurred. The amount of bleeding was less than 200 cc's. The surgeon switched to another ls1100 device and it worked fine. The surgery was completed with this new handpiece.